Event description:
Caller reported experiencing cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support, who provided comprehensive instructions for a pump reset, and successfully began a new sensor session without encountering the error again.